Manufacturer narrative:
This investigation is currently ongoing. A follow up MDR will be submitted upon completion of the investigation.

Event description:
An article by clunk et al., 2025 titled "early experience with percutaneous photodynamic nails for sacral metastatic disease and insufficiency fractures: a retrospective cohort analysis of functionality and pain relief" was published in bmc musculoskeletal disorders and summarized the results of 14 patients treated with an illuminoss implant. There was one complication identified in this journal article with one patient developing a deep vein thrombosis during the post-operative course.

Manufacturer narrative:
At the time this MDR was submitted, it was not known if the adverse event was related to the device as such the MDR event was reported out of an abundance of caution. This follow up MDR clarifies that the adverse event was not related to the illuminoss device as confirmed by the physician.

Event description:
An article by clunk et al., 2025 titled "early experience with percutaneous photodynamic nails for sacral metastatic disease and insufficiency fractures: a retrospective cohort analysis of functionality and pain relief" was published in bmc musculoskeletal disorders and summarized the results of 14 patients treated with an illuminoss implant. There was one complication identified in this journal article with one patient developing a deep vein thrombosis during the post-operative course.